Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, and recurrence. Post-operative patient treatment included hernia repair with new mesh, diagnostic laparoscopy, laparoscopic lysis of adhesions, laparoscopic repair of internal hernia at jejunojejunostomy, and closure of ventral hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.